Manufacturer narrative:
Concomitant medical products: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 06-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an infection and had been on IV antibiotics. The patient presented at the hospital on (B)(6) 2021 to have everything removed. The spinal cord stimulator system was removed.